Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will go to local pharmacy to obtain new vial of test strips. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). 7 note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-3 error code. Daughter is calling on behalf of the customer. The e-3 error occurred when the test strip was inserted into the meter. The customer was not using a used test strip, did not leave the test strip outside of the vial too long and did not leave the strip cap open. Test strips are stored in their original vial. Customer was using proper testing technique. At the time of the call, the customer reported feeling weak. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is undisclosed. The meter memory not was reviewed for previous test result history. Customer was going to local pharmacy to obtain new vial of test strips.